Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 770 mg/dl. Customer went to the emergency room for diabetic ketoacidosis and was admitted to the hospital several hours later with blood glucose approximately 700 mg/dl. Hcp identified customer's ketone levels as dangerous. Customer was treated intravenously with saline and insulin, and was released from the hospital two days later with the issue resolved and no permanent damage. Tandem technical support performed system check and confirmed pump is functioning as intended.